Event description:
It was reported to philips that the device's test discharge does not reach pre-set joule value. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem could not be duplicated. D13 was open, causing charge button failure